Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Event description:
We received an allegation of questionable high ion-selective electrode (ise) results for an unspecified number of patients' samples not matching the patients' history or status when tested on a cobas 8000 cobas ise module. Results for the potassium (k) test were affected. No exact results were provided.

Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The investigation is ongoing.